Event description:
Vns pt refused to eat or drink. It is not known whether the pt has a history of this type of behavior prior to vns implant. Treating neurologist indicated that he did not believe that the event was related to the ncp system. Instead, neurologist indicated that the pt's mental retardation could be a contributing factor. Neurologist plans to check AED levels, check vns settings and possibly adjust anti-epileptic drugs prescribed.